Event description:
It was reported that during a lab sigma procedure, a blade broken. Part did not fell into pt. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.